Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic lower anterior resectioning procedure, the sleeve of the trocar melted and became deformed. In order to complete the procedure, another device was used. No patient injury or extension in surgical time.